Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported an x8-2t transducer would articulate more to one side than the other on an epiq 7c ultrasound system. It is unknown if the transducer was in clinical use at the time of the event. The transducer replacement process in underway with the customer. There was no patient or user harm associated with this event.

Event description:
A customer reported an x8-2t transducer would articulate more to one side than the other on an epiq 7c ultrasound system. It is unknown if the transducer was in clinical use at the time of the event. The transducer replacement process in underway with the customer. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the suspect transducer was performed upon its return from the customer. Evaluation of the transducer confirmed the articulation issue as described by the customer. Fails articulation test and freeplay test, cable was twisted, paint chips and customer markings on connector, scratches and dent on mid handle, bite mark and scratches on itube, scratches on tip and window. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.